Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the slack in this right ventricular (rv) lead been removed due to twiddler's syndrome. The device was rotated several times in the pocket and another manufacturer's right atrial (ra) lead had completely dislodged. A revision procedure was performed and the ra lead was explanted and successfully replaced. The rv lead was attempted to be repositioned, but was unable to be moved. It was reported the rv lead was performing well. No additional adverse patient effects were reported.